Event description:
A ventilator was returned to the MFR's svc ctr for preventive maintenance. There was no allegation that the device failed to operate. The device was not in pt use.

Manufacturer narrative:
During eval at the MFR's svc ctr, errors related to the device's ability to operate with battery power were observed in the device error log. The device's power mgmt board was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.